Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose of 799mg/dl. The customer was vomiting for eighteen hours, lost vision and had extreme thirst. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoir alarms. Performed the high pressure test and the test passed. No further information was provided.